Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. After a guidewire pass through, a 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during procedure the balloon ruptured caused by a pinhole due to severe calcification. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.